Event description:
Information received by medtronic indicated that the insulin pump had unknown error code, buttons on insulin pump were sticky. Reservoir was unable to lock in place. Customer stated that insulin pump had scratches on the screen, lost insulin pump settings when changing battery and rejected new battery. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned the pump for alleged diminished battery life, rejects new batteries, lost settings after battery change, cosmetic damage (reservoir sometimes is loose and scratched on the screen), unidentified error code, sticky buttons, and connectivity issues with a transmitter reported on 2/18/2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test, and the dat test at .08720 inches. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored and no blank display, unexpected loss of settings after battery change, battery failed alarms or additional power/battery alerts noted during testing. A review of the history files shows there were low battery alerts on (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022, two (2) no delivery (insulin flow blocked) alarms (B)(6) 2022 (16:26 and 16:27), and one (1) no delivery (insulin flow blocked) alarm (B)(6) 2022 (07:01) had occurred. No unexpected or unusual battery/power alerts or alarms noted in the history files. Unable to confirm customers unidentified error code due to no specified time and date of the reported error. The pump was programmed with a test guardian link 3 transmitter and a test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump to transmitter communication errors, lost sensor alarm, sensor signal not found alarm, or additional sensor related errors noted. All buttons functioned properly during testing. No sticky button anomaly noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly, the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, serial number label fading and peeling, scratched case and pillowing keypad overlay. Low battery life, rejecting the battery (battery failed alarm), loss of settings after battery change, sticky buttons, reservoir unable to lock in place , and loss of communication with the transmitter are not confirmed. Unidentified error code complaint is unknown due to no specified time and date of the reported error. Cosmetic damage on the lcd window is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.